Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for failed back surgery syndrome (fbss). It was reported that there was a low battery level. The stimulator was charged to 100% and stimulation was turned off as appropriate, but the remaining battery power was reduced faster than be fore. Previously the battery lasted more than two or three days, but recently the battery was at 30% after one day and needed to be recharged every day. It was unknown if there were any environment, external, or patient factors that may have caused the event. No particular troubleshooting was performed. It was unknown if any actions/interventions were taken, and unknown if the issue was resolved. No symptoms were reported, and there was no health damage. Additional information was received from a rep. It was reported that the cause of the change in how long the battery lasted was that the electrode used had high impedance. The problem was solved by setting the electrode to avoid the electrode with the impedance abnormality. Refer to manufacturer report # 3004209178-2024-16776 for the report of high impedance.